Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. The customers blood glucose (bg) level was impacted above 400 mg/dl. The customer change the cartridge and took a correction bolus to stabilize bg level. During the call with tandem technical support, review of pump data revealed, low power alerts which were not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power.